Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. (B)(4). A bezoar is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient received a consultation at the hospital after experiencing abdominal discomfort and an obstruction of the peg-j tube. It was reported that during a fluoroscopic endoscopy, it was possible to manually to pull the tube without resistance from the body surface of the gastrostomy site to the tip to return the peg-j tube into the stomach. However, the area of the tube where a kink was found and confirmed by a 3d computed tomography was entangled in a large amount of food residue and could not be removed; therefore, the tube was cut on the body surface side and removed orally.